Event description:
Subclavin vein was entered using the introducer needle and through it the guidewire threaded without difficulty. The venous dilator was threaded over the guidewire, inserted fully then withdrawn. Efforts to aspirate blood from side port were unsuccessful, dilator was rethread over the guidewire and in the progress guidewire inadvertently advanced into the subclavian veindevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: user error caused event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.